Manufacturer narrative:
Product event summary: the controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The event was confirmed during a review of the controller log files. The real time clock had reset however through testing and log files analysis when the event occurred could not be confirmed. Analysis revealed that the device met specification; the device passed visual and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. A possible root cause was the real time clock temporarily lost power which resulted in a reset. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the controller internal clock was not showing the correct time. The controller was exchanged. No patient complications have been reported as a result of this event.